Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was at the clinic when bleeding at site due to sensor. Customer's blood glucose was not reported. Sensors would be replaced.